Event description:
Patient reported right side "folds" in implant. Healthcare professional later reported capsular contracture grade iii. Diagnostic testing showed "benign-looking calcifications in the breasts". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side "very intense pain", bilateral "folds", capsular contracture baker grade iii.